Event description:
The customer reported that during an orthopedic surgery, the electrosurgical pencil was placed on pt's thigh. The device was then somehow activated. It caused 2cm burn injury. Two suture stitches were used to address the burn.

Manufacturer narrative:
(B) (4). (B) (4). The incident sample has been requested but to date has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted. The generator was returned to tyco (B) (4) service center, and they reported they could not find anything that would have caused the reported incident.